Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stomach resection procedure, jejunum-oesophagus anastomosis, after the surgeon fired the device, the tissue could not be cut completely. Then the surgeon used knife to cut. But the anastomosis had trauma. The surgeon opened the chest to anastomose. The surgery was delayed two hours. Now the patient is fine. Additional information being requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Additional information was requested on (B)(4) 2011 and to date, no more information has been received.